Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported patient had to charge every other day and it took 6 to 7 hours to charge to not even full. Patient said that the implant sat in a position where it moved when he sat down, so he would have full bars when standing up and then it moves to zero bars when he sits. Patient would have to readjust again and he said the belt strap would come off the ins. Patient said the way his implant sat, sometimes the antenna would stick him in the back and cause further pain. It was noted patient frustrated with medtronic device because he has to charge frequently 6 to 7 hours because of his higher setting. Patient thought that if he need a revision or get a new device, medtronic should pay for it. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient thinks that the implantable neurostimulator might be too deep and the implant site is sore all of the time and is painful to the touch since (B)(6)2017. Additionally, it is hard to charge, takes 5-6 hours to charge, and the patient has to charge every other day. When charging, it is painful and uncomfortable to charge, and with one little change, the recharging stops so the patient has to check every 15 minutes. The patient indicated that she has the implants for leg pain and back. The stimulator helps some of the leg pain but does not help with the back. There were no further complications reported.